Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip of the blade. A piece measuring approximately 0.239" x 0.085" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). D4. Lot number: l81240624 0321. Annex a - device prob desc 1 was updated to a0501 - detachment of device or device component.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image by a regulatory post market surveillance analyst shows that a piece of the instrument tip was missing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument tips are not the same length. The user completed the procedure using a backup harmonic ace no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.